Event description:
Low readings. In blood glucose tests, customer received a lab reading of 275 mg/dl and a meter reading of 88 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.